Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had post-reset ram crc alarm. The patient¿s blood glucose level was 136 mg/dl at the time of the incident. The customer stated that the alarm occurred more than once after changing the battery. Troubleshooting was performed and the device is not expected to be returned for analysis.